Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on act button (creased). No unexpected audio tones or vibrate noted. Unit had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was performed. The device was returned for analysis.